Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a procedure on an adult, the tube started leaking. No harm to the patient. They stopped the procedure and got another one.

Manufacturer narrative:
Analysis of product 8229738 of lot# 0220966544 found that visually, the device was encompassed in biological contaminant. The device was returned in a u-shape. Functionally, a syringe was used to inject 15-cc of air into the balloon and inflation failed to occur which would have resulted in the reported event. A leak test was performed to isolate the location of the leak by submerging the balloon in water and bubbles (leakage) were observed in the middle of the balloon. Under magnification, a puncture was confirmed in the location observed from the leak test. Electrically, for additional analysis, continuity was check between the 4 electrodes: resistance from end to end shall be less than 200 ohms and the actual measurements were 430 ohms (blue), 63.1 ohms (blue with white stripe), 5.36 megaohms (red), and 127.4 ohms (red with white stripe) in which the blue and red electrodes were out of specification. Furthermore, a stylet was used to manipulate the shape of the tube and the resistances values changed with all but the red electrode being an open circuit and the red electrode increasing up to 230.6 ohms which all electrodes became out of specification. A review of the global complaint data showed no other complaints about this lot number. In the returned condition, there was an out of specification condition that was related to the complaint (due to physical damage). H6 : codes updated. Previous fdm b21, fdr c21, fdc d16, img g04134 codes no longer applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.